Event description:
It was reported that the patient has ineffective stimulation due to high impedances on their leads and is experiencing shocking sensations. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.